Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed. A field service engineer performed troubleshooting and diagnostics, checked all connections, and cleaned underneath the cubie pockets on drawers 2.1 and 2.2. It was found that the connections on both drawers needed to be reseated, after which the station was rebooted and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were not detected on the bus in both the auxiliary tower and the main tower, even after several reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.